Event description:
It was reported that the syringe pump delivered fentanyl at rate higher than programmed. The programmed infusion rate was 0.758ml/hr. It was noted by the hospital's clinical engineer that the syringe used per device log was "bd 30". The information on patient impact was not provided.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: describe event or problem, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative . A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump delivered fentanyl at rate higher than programmed. The programmed infusion rate was 0.758ml/hr. It was noted by the hospital's clinical engineer that the syringe used per device log was "bd 30". The information on patient impact was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump delivered med at rate higher than programmed. There was no information of patient harm.